Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that during the index procedure an endurant iis bifurcated stent graft of 32 mm proximal diameter was planned to be used, but a 23 mm endurant iis bifurcated stent graft was incorrectly implanted. The issue was noted in the final angiography and a laparotomy was performed. The proximal 3 graft stents of the device remained and other graft stents of the device were explanted. This explant is due to user error and not related to the procedure or device. Per the physician, the cause of the event was due to user error. No additional clinical sequelae were reported, and the patient is fine.